Manufacturer narrative:
Investigation: bd did not receive samples and/or photos from the customer facility for investigation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A CAPA was initiated for complaints relating to defective locking mechanism. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. A CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. (B)(4).

Event description:
It was reported that the safety guard on the 22 g x 1.25 in bd eclipse¿ blood collection needle snapped off leaving the needle exposed. There was no report of injury or medical interventions.